Manufacturer narrative:
A direct correlation between the device and the report that the patient experienced significant ventricular arrhythmias could not conclusively be established through this evaluation. The submitted system controller log file contained approximately 5 days of data. No notable hazard alarms were captured and the majority of the log file appeared to show routine power source exchanges. However, several pump speed fluctuations were captured throughout the log file, including 13 pump speed decelerations below the low speed limit of 8200 rpm and 5 low speed advisory alarm events recorded. Additionally, there were several transient pump power elevations captured throughout the log file; however, power actually trended downward over time and the pump appeared to function as intended. Although a specific cause for these log file findings could not conclusively be determined, the hospital noted that they were under the impression that the events captured were caused by clinical factors. The patient remains ongoing on vad support and no additional issues have been reported at this time. Cardiac arrhythmia is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event occurred at the university of (B)(6). (B)(4). Approximate age of device ¿ 15 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was having significant arrhythmias and a system controller log file analysis was requested. The manufacturer's technical services representative reviewed the log files and observed multiple speed decelerations greater than 200 rpms below the low speed limit. The events occurred on both the power module and on batteries. The pump never came to a complete stop; however, there were 11 speed decelerations below 8,000 rpm. The patient was asymptomatic. Additional information was requested, but was not provided.